Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the proximal conductor was fractured in the catst zone at 55 and 56 cm from the connector pin. Concomitant medical products: 4968-60, lead, implanted: (B)(6) 2006. D224trk, crt-d, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was prophylactically replaced. The lead was later returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.